Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in clinic following a vibrational alert. The device was interrogated and a low lead impedance was noted. The physician capped and replaced the lead to resolve the issue and the patient was in stable condition.